Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary thr on (B)(6) 2019 where a corial pinnacle was implanted. As per the notes, the patient dislocated 2 times and was then brought back to theatre on (B)(6) 2019 where the pinnacle liner was exchanged to a constrained liner and a longer femoral head implanted. Patient has now presented with pain with a the x ray showing the hip to be dislocated. According to the patient, his hip has never been right and he has suffered with pain since the original index surgery. The x ray images show a dislocated hip, locking ring around the neck and the ring that locks the poly into the shell, broken and lying in the surrounding soft tissue. On opening the hip, backed soft tissue was evident, the poly locking ring was located, bent and broken and the poly liner was found exerted in the soft tissue and not in the shell. The blackened tissue was removed, the liner removed. A new constrained liner was implanted and a head without a ¿skirt¿ implanted (the previous head ad a skirt and would have resulted in more impingement) only the products removed in this surgery have been listed. This complaint was created to capture the previous revision on (B)(6) 2019 due to dislocation. This is related to (B)(4) which captures the second revision on (B)(6) 2022 due to dislocation. Doi: (B)(6), 2019. Dor: (B)(6), 2019. Right hip

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.